Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella cp for mechanical circulatory support. It was reported that the impella was placed with ease, however while on auto low flows were reported, initially up to 1.8 liters per minute (l/min). The physician re-accessed the right ventricle and reinserted the impella improving the flows to up to 4.5 l/min. Reportedly the pump pressure was unable to be increased past pressure level three. The patient received a total of four units of packed red blood cells. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).